Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress-behind display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/16/2015-product analysis:the device was returned and evaluated by product analysis on 06/02/2015 with the following findings:the complaint was unable to be investigated due to blank display screen issue. Review of the pump¿s black box revealed rebooting events. A battery compartment crack was undamaged. The returned battery cap was able to secure properly to the pump. Moisture was observed on the pump¿s internal components. Leak testing revealed a bolus button leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.